Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. It was also reported that the lead exhibited short ventricle to ventricle intervals. The lead is still in use. No patient complications have been reported as a result of this event.